Event description:
Contact states doctor was inserting the concorde cage at l3-l4 when the handle came off the cage. He noticed a piece of the cage was still at the end of the inserter. For the safety of the pt, he left the rest of the cage intact in the pt. As an unintended portion was left in the pt, an MDR is being filed.

Manufacturer narrative:
A small fragment of the cage was returned for eval. It was received in a condition (broken / too small) that made dimensional analysis impossible to perform. The lot number remains unk. The most likely cause of the event is excessive force placed on the cage during insertion. This type of event is not unanticipated and the instructions for use (IFU) supplied with the device warns against the use of excessive force.